Manufacturer narrative:
(B)(4). Review of the device logs revealed an increased intraperitoneal volume (iipv) that met iipv criteria. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The device was determined to meet functional and electrical performance specifications. External & internal visual inspections revealed no problems. The cause of the iipv found in the device logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues that may have contributed to the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 4. The patient's largest prescribed fill volume was 2100 ml and the drain volume was 4289 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow up with the nurse, the nurse was notified of the iipv and a probable cause identified during evaluation of the device. The nurse stated that hp was seen early this week (week of (B)(6) 2010), and that the hp is doing fine and continuing therapy. Per the nurse, no symptoms were reported on or immediately after (B)(6) 2010. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.